Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3889-28, lot# v042307, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported the device was removed and replaced because it was ¿not working.¿ the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. The battery was at normal end of life. There was no telemetry and no output.